Event description:
Additional information was received from a foreign healthcare provider via a company representative. The pump was implanted in 2018. The date (B)(6) 2018 is considered an approximate pump implant date (specific year known only). According to the physician, the issue was resolved. The patient was doing well and no further interventions were planned.

Manufacturer narrative:
H6 correction: the imf codes f15, f1005, and f1205 were previously applied in error. D6a: the date 20218-jan-01 is considered an approximate date of implant (specific year known only). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 8780 lot# serial# unknown implanted: explanted: product type catheter medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider, foreign) regarding a patient who w as receiving morphine of an unknown concentration at an unknown dose rate via an implantable pump. It was reported that a standard refill of the pump was performed on (B)(6) 2024. The refill port of the pump was punctured with the refill needle. The puncture through the septum was clearly noticeable. The tube and empty syringe were already attached to the needle according to standard procedure. However, as soon as the needle was in place in the pump, a little amount of a clear liquid bubbled out at the puncture site and this occurred even before the reservoir was aspirated. The physician suspected that it must be morphine from the pump reservoir. The puncture of the reservoir with the needle was verified by x-ray. Subsequently, 0.5 ml of morphine could be aspirated from the reservoir. According to the pump report, the residual volume should have been 2.7 ml. It was further reported that this confirmed the suspicion that the fluid leaking from the puncture site must be morphine from the pump reservoir. To check the tightness of the septum, the pump was filled with 10 ml nacl and this was then aspirated again. No abnormalities were observed. The pump refill was then performed as planned. The patient had no symptoms before or after (until (B)(6) 2024). The pump was described as approximately 5 years old and was always refilled in the same hospital using the standard refill kit from the pump manufacturer. It was unknown if the I ssue was resolved as of (B)(6) 2024. The patient was without injury regarding their status as of (B)(6) 2024. It was noted that there were no known factors that may have led or contributed to the issue. No surgical intervention occurred and no surgical intervention was planned. The pump remained implanted and in-service. The patient's medical history, age, and weight at the time of the event was unknown or would not be made available.